Event description:
As reported through article, "aortic valve leaflet rupture causing delayed left main coronary ostial obstruction during valvuloplasty preceding tavr", 3 weeks post sapien 3 valve implant, there was evidence of partial obstruction of the ostial lmca from the protruding ruptured native av leaflet, percutaneous coronary intervention was required. A patient with mediastinal radiation history underwent balloon valvuloplasty before transcatheter aortic valve replacement. The patient developed severe hypotension and a transesophageal echocardiogram and aortogram revealed a torn av left coronary leaflet with prolapse in and out of the left ventricular outflow tract and associated severe aortic regurgitation post bav. There was no evidence of annular rupture, left ventricle perforation, or pericardial effusion. The patient required intermittent doses of epinephrine for hypotension. The decision was made to proceed and deploy a 26mm s3 edwards sapien valve with the hope of capturing the ruptured leaflet along the aortic root. 3 weeks post-op the patient was presented with typical symptoms of exertional angina. Selective coronary angiography of left main coronary artery (lmca) was performed along with intravascular ultrasound. This demonstrated evidence of partial obstruction of the ostial lmca from the protruding ruptured av leaflet. A decision was made to perform mechanical supported percutaneous coronary intervention. A drug-eluting stent was implanted into the lmca and post dilated, followed by removal of mechanical support device. The patient tolerated the procedure well and his symptoms resolved. Additionally, the patient's dyspnea and anginal symptoms had resolved and was asymptomatic at follow-up.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.